Event description:
It was reported by the facility to anspach service and repair: the battery reciprocator (530.615) lot 2833 will not spin. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.